Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. Customer's blood glucose value was 50 mg/dl, 45 mg/dl and 225 mg/dl to 300 mg/dl at the time of the incident. Customer stated the other blood glucose value was 170 mg/dl, 110 mg/dl, 195 mg/dl. The customer was treated with insulin pump and manual injections. Customer was using auto mode. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.